Event description:
It was reported that there was an alert for a high shock impedance. The low energy weekly shock impedance measurement was 240 ohms. Technical services reviewed the device downloaded impedance data. The impedance has been high since implant is now at 240 ohms. The high energy implant shock impedance was 125 ohms. Technical services advised some testing options. Later, the pulse generator and the electrode were explanted and returned. There were no known additional adverse patient effects.

Manufacturer narrative:
The electrode was returned severed. Only the proximal segment was returned. The electrode was returned severed approximately 54mm from the terminal end. A visual inspection noted surgery related damage consistent with explanations. Resistance tests for the returned portion were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. An x-ray found no issues. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there was an alert for a high shock impedance. The low energy weekly shock impedance measurement was 240 ohms. Technical services reviewed the device downloaded impedance data. The impedance has been high since implant is now at 240 ohms. The high energy implant shock impedance was 125 ohms. Technical services advised some testing options. Later, the pulse generator and the electrode were explanted and returned. There were no known additional adverse patient effects.